Manufacturer narrative:
New information regarding the involved patient was received on 2025-08-12 by FDA through a customer report (mw5173309) regarding this event. The customer mentioned that the patient became hemodynamically unstable and experienced a near cardiac arrest and required further medications. As new information regarding the involved patient was received, further investigations will be performed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
New information regarding the involved patient were received on 2025-08-12 by FDA through a customer report (mw5173309) regarding this event. The customer mentioned that the patient became hemodynamically unstable and experienced a near cardiac arrest and required further medications. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the arterial bubble detection could not be cleared and the flow could not be established. The failure occurred during treatment. Information received on 2025-07-21, that the e-drive was used and there was a pump stop. The log files were reviewed and there were "arterial bubble detected", "pump disposable error - stop", and "backflow prevention" was within the log files. The backflow prevention is not a failure, it is a system mode where the cardiohelp can detect and respond a backflow of blood. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-07-18. The fst confirmed that there was no visible damage to the flow/bubble sensor. The fst tested the cardiohelp and the failures could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "arterial bubble detected", "pump disposable error - stop", and "backflow prevention" could be confirmed on the date of event. As the failures could not be replicated no exact root cause could be determined. Regarding the "bubble alarm detection" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). Regarding the "no flow" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - response time is too long - sensor cannot be changed. Regarding the "pump disposable error - stop" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - the device components and/or accessories are not fixed together. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. For all three failures, "bubble alarm detection", "no flow" and "pump disposable error - stop": the review of the non-conformities has been performed on 2025-07-29 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "bubble alarm detection", "no flow" and "pump disposable error - stop" could be confirmed within the logfiles but could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the arterial bubble detection could not be cleared and the flow could not be established. The failure occurred during treatment. Information received on (B)(6) 2025, that the e-drive was used and there was a pump stop. The log files were reviewed and there were "arterial bubble detected", "pump disposable error - stop", and "backflow prevention" was within the log files. The backflow prevention is not a failure, it is a system mode where the cardiohelp can detect and respond a backflow of blood. No harm to any person has been reported. As there was a pump stop during treatment and there was no flow to the patient, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the arterial bubble detection could not be cleared, and the flow could not be established. Therefore, the emergency drive was used. There was no visible air within the system according to the customer. The failure occurred during treatment. New information regarding the involved patient were received on 2025-08-12 by FDA through a customer report (mw5173309). The customer mentioned that the "patient became hemodynamically unstable and experienced a near cardiac arrest". Further information was received from the customer that the patient has an ischemic cardiomyopathy as co-morbidity and was connected to extracorporeal circulation due to a cardiogenic shock. The circuit was replaced during treatment. As the patient became hemodynamically unstable and experienced a near cardiac arrest, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-07-18. The fst confirmed that there was no visible damage to the flow/bubble sensor. The fst tested the cardiohelp and the failures could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "arterial bubble detected", "pump disposable error - stop", and "backflow prevention" could be confirmed on the date of event. As the failures could not be replicated by the getinge service and sales technician, no exact root cause could be determined. However, a medical review was performed by getinge medical affairs on 2025-09-10 with following conclusion: "based on the available information, the exact root cause of the reported event cannot be conclusively determined. However, several possible contributing factors may be proposed. The initial trigger was the detection of an arterial bubble at 17:15:47, which resulted in an automatic pump stop due to an activated intervention. Subsequent log entries indicate a ¿no flow signal¿ message at 17:16:24. According to the instructions for use (IFU), this message is associated with the statement: ¿no flow signal ¿ no valid flow signal. Correct positioning of flow sensor. If necessary, replace flow sensor.¿ a misorientation of the flow/bubble sensor cannot be excluded as a possibly root cause for the reported incident. In such a scenario, the device would have been operating according to its design, correctly triggering interventions in response to sensor readings. The questionnaire responses, however, indicate that no attempt was made to disconnect, reconnect, or reposition the flow/bubble sensor. Further, the flow/bubble sensor was reported as securely attached. This suggests that corrective measures such as repositioning, replacing, or confirming sensor direction may not have been performed at that time. The timeline shows several sequential activations and deactivations of backflow prevention as well as ¿pump disposable error¿ messages. This resulted in deployment of the emergency hand crank, as stated by the customer. There is no clear information on the exact sequence of actions taken by the customer following the first arterial bubble detection - particularly whether clamping of the arterial and venous lines was performed. In va-ECMO the arterial return cannula is retrogradely placed in the arterial vascular system (such as the femoral artery). The pressure observed in the arterial cannula is a function of both arterial afterload and existing cardiac output. For va-ECMO clamping both arterial and venous lines is required as not clamping the lines may place the circuit at heightened risk of backflow due to the patient¿s vascular pressure on the arterial side of the circuit. Clamping serves to preclude to the systemic pressure which may invoke backflow prevention if the pump stops. To address the scenario, the IFU states that when an ¿arterial bubble is detected, [the lines shall be] clamp[ed], [the system] de-air[ed] or replaced [¿] [and] the bubble alarm [reset]: ¿only use the cardiohelp-I with a valve or other adequate systems or methods (e.g., tube clamp) which prevent a backflow. This instruction highlights the importance of mechanical intervention (clamping) to avoid retrograde flow: the recurring activation of backflow prevention as documented in the log files indicates that backflow occurred several times during the event, possibly caused by missing clamps and/ or insufficient pump speed (rpms) to overcome the counterpressure in the patients arterial system. This interpretation is supported by the IFU warning: ¿if the pump stops or the backflow prevention or the zero-flow mode is activated during an application, the blood flow will be interrupted and supply to the patient will cease. Please ensure that the cause of the pump stop, backflow prevention or zero flow mode is remedied as quickly as possible and that the flow is started again as quickly as possible. According to the customer the patient did not expire and remained on extracorporeal support after the reported event. Based on the available data, the event involved a cessation of extracorporeal blood flow following a pump stop and several attempts to deactivate the backflow prevention to restore blood flow. The interruption of blood flow may have exacerbated an existing hemodynamic condition in view of the pre existing indications requiring extracorporeal support of the patient, i.e., ischemic cardiomyopathy and cardiogenic shock. In the context of this complaint, the device is assumed to have functioned as designed, triggering safety interventions in response to sensor readings. This assessment may be supported by the field service report, which states: ¿completed maintenance and validation successfully. Product passed all functional and safety tests per manufacturer specifications; completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.¿ no evidence of a hardware malfunction was supplied given the data/information available. While a confirmed use error cannot be established, the absence of information on user actions such as line clamping and sensor repositioning prevents ruling out a possibly user-related component. In summary, the event may have contributed to hypotension, necessitating the use of the emergency hand crank. The hls product was emergently exchanged with another circuit. There is no reported harm to the user or any third party. Further, the available evidence suggests that the device operated within its intended safety parameters which appears to be consistent with the post-event functional validation and safety testing results reported by the getinge field service technician." According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. For all three failures, "bubble alarm detection", "no flow" and "pump disposable error - stop": the review of the non-conformities has been performed on 2025-07-29 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "bubble alarm detection", "no flow" and "pump disposable error - stop" could be confirmed within the logfiles but could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.